Manufacturer narrative:
(B)(4). Method: the complaint rt040m masks are not expected to be returned to fisher & paykel healthcare (B)(4) as they are no longer available. Our investigation is based on the information provided by the customer. Results: it was reported that the patient was "restless and ripping the mask off." A lot check revealed no other complaints of this type for lot number 110112. Conclusion: it is likely that the port caps were loosened or removed completely due to the patient's action of "ripping the mask off" while in the state of restlessness.

Event description:
A hospital in (B)(6) reported that the port caps on six rt040m hospital full face non-vented masks were leaking as the pressure port caps "pop off". No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the port caps on six rt040m hospital full face non-vented masks were leaking as the pressure port caps "pop off". No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt040m masks are not expected to be returned to fisher & paykel healthcare (B)(4) as they are not available. Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.